Event description:
On (B)(6), 2024 dkk was informed that the user facility submitted the medwatch form for cracks in surgical light heads. On (B)(6), dkk confirmed that there was no patient involvement.